Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime/a33 test. Unable to confirm e70 alarm due to overwritten history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia of value 28 mmol/l. Customer also stated they receive motor error all day. Customer was feeling very sick and they were unable to troubleshoot correctly. The device will be returned for analysis. Frn-unk-rsvr, unomed set.